Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base and two wheels were replaced to resolve the issue.

Event description:
The hospital reported that a wheel detached from the base of the unit resulting in the unit tipping. There was no harm to patient or healthcare worker.